Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that they were pretty out of it and their incision site was open and causing excruciating pain. No further complications were noted or anticipated